Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an air leak.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional customer contact phone: (B)(6). A getinge field service engineer (fse) stated he was unable to duplicate the reported failure. He downloaded error logs. Completed cs300 pm to factory specifications. Then device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) had an air leak. There was no patient harm reported.